Event description:
It was reported; the patient was admitted to the hospital for treatment. At 8:20 a.m., the patient followed the doctor's instructions and used a disposable implantable drug delivery device cannula for infusion. At 8:45 a.m., when the nurse on duty was checking the port, she found fluid leaking from the butterfly wing. At 8:55 a.m., a new disposable implantable drug delivery device cannula was immediately replaced. After checking that everything was correct and that the patient was using it normally.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.